Manufacturer narrative:
One full osseotite® tapered certain® implant (B)(4) was returned for investigation. Visual evaluation of the as returned product identified fracture around the body and collar. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. The reported device had been placed on tooth #2 (universal) for approximately 10 years. Per the applicable IFU, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review for the lot (999498) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot (999498) and no similar event or complaint was found. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Sections corrected: d5: operator of device.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant fractured at implant site #2 requiring implant removal. Procedure was completed using another implant.